Event description:
The customer reported smoke was emitted from the passport 2 monitor when the unit was powered on. No pt injury was reported.

Manufacturer narrative:
Mindray service reps found burnt components in the power supply. Power was replaced, unit was calibrated, safety tested, and returned to service.